Event description:
In 2009, the pt reported that she had been diagnosed with peritonitis two months prior, due to a small leak in the cassette. Reportedly, after completion of the treatment, she had noticed moisture inside the cassette door and wiped it dry. The pt then developed abdomen pain and peritonitis. A call was placed to the pt's nurse. In speaking with the nurse she did report that the pt uses "good technique". Additionally, the nurse reported that the pt received intraperitoneal antibiotics to treat the peritonitis on an outpatient basis. Currently, the pt reported that the cultures results are okay and that she is feeling better. This pt is able to continue peritoneal dialysis as ordered with no further ill effect from this event. The lot number involved in the incident is not known. There is no sample available for an evaluation.

Manufacturer narrative:
.